Event description:
It was reported that before using one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed a defective rubber stopper. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd received two photos and one sample for investigation. After review and analysis of the customer photos, it was determined that the well of the stopper is defective. Additionally, the customer sample underwent a visual inspection for defective stopper molding, and one out of one customer sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.